Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy peritoneal effluent, reported as a cloudy drain bag which was associated with an unspecified bacteria. The patient was hospitalized for the event. The cause was not reported. Treatment, action with pd therapy and patient outcome were not reported. No additional information is available as the reporter declined to provide any further information.